Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture, grade iii. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade iii.

Event description:
Healthcare professional reported a left side "capsular contracture, baker grade iii" treated with a capsulectomy which was performed on (B)(6) 2025. The capsular contracture was resolved from the treatment and the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported a left side "capsular contracture, baker grade iii" treated with a capsulectomy which was performed on (B)(6) 2025. The capsular contracture was resolved from the treatment and the device was explanted.